Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve central regurgitation was confirmed based on the medical report. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies . An existing technical summary has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. As reported, ''the 26mm valve was positioned in the 100/0 position and the commander balloon was partially inflated. The physicians thought the valve would have foreshortened a lot upon full deployment, so the valve was pushed in towards the ventricle. The valve landed in a 80/20 position. Physicians requested to have 1cc added to the delivery system to expand the valve further. Patient's pressure started to drop and an angiogram of the heart was captured. It appeared that the heart was barely moving and there was ai through the valve'', ''physician stated that he suspected the severe aortic insufficiency/aortic regurgitation was caused by the patient's heart not pumping efficiently enough after deployment to allow thv's leaflets to close properly'', and ''per the fcs, prior to the deployment of the second valve, ''the patient's pressure & vitals normalized and the initial valve was functioning properly.'' Therefore, the viv was performed, not to correct the severe central ai/ar, but to correct the malposition leading to moderate pvl''. In this case, the central regurgitation was observed after the blood pressure drop, and heart was not pumping efficiently, which could affect the valve leaflets coaptation, resulting in central regurgitation. As such available information suggests that patient factors (heart insufficiency ) may have contributed to the reported events. The technical summary is applicable to this reported event because a procedural factor is identified as potential root causes of the central regurgitation. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No further investigation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that during a patient underwent transfemoral tavr with a 26mm s3u valve. As reported, the plan was to deploy the 26mm s3u valve in the 100/0 position in the native valve. The 26mm valve was positioned in the 100/0 position and the commander balloon was partially inflated. The physicians thought the valve would have foreshortened a lot upon full deployment, so the valve was pushed in towards the ventricle. The valve landed in an 80/20 position. Physicians requested to have 1cc added to the delivery system to expand the valve further. Patient's pressure started to drop and an angiogram of the heart was captured. It appeared that the heart was barely moving and there was ai through the valve. Patient was in asystole, epinephrine and compressions were administered. During compressions, the physician asked to have a 2nd valve prepped. A second 26mm s3u valve and commander system were prepped and put into the patient. As the valve was being flexed over the aortic arch, the patient's pressure and vitals normalized and the initial valve was functioning properly. The new valve was still deployed but placed in a higher deployment position. The second valve was fully deployed with 24cc of volume. Patient was in stable condition after the procedure.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : remains implanted

Manufacturer narrative:
Supplemental report to provide additional information from follow up response and medical records received. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors caused or contributed to these events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time.

Event description:
Edwards received notification from a field clinical specialist that during a patient underwent transfemoral tavr with a 26mm s3u valve. As reported, the plan was to deploy the 26mm s3u valve in the 100/0 position in the native valve. The 26mm valve was positioned in the 100/0 position and the commander balloon was partially inflated. The physicians thought the valve would have foreshortened a lot upon full deployment, so the valve was pushed in towards the ventricle. The valve landed in a 80/20 position. Physicians requested to have 1cc added to the delivery system to expand the valve further. Patient's pressure started to drop and an angiogram of the heart was captured. It appeared that the heart was barely moving and there was ai through the valve. The patient was in asystole, epinephrine and compressions were administered. During compressions, the physician asked to have a 2nd valve prepped. A second 26mm s3u valve and commander system were prepped and put into the patient. As the valve was being flexed over the aortic arch, the patient's pressure & vitals normalized and the initial valve was functioning properly. The new valve was still deployed but placed in a higher deployment position. The second valve was fully deployed with 24cc of volume. Patient was in stable condition after the procedure. Physician stated that he suspected the severe aortic insufficiency/aortic regurgitation was caused by the patient's heart not pumping efficiently enough after deployment to allow thv's leaflets to close properly. Per the discharge summary, the patient underwent tavr during which the patient experienced moderate paravalvular leak and did not recover systolic function, leading to cardiopulmonary resuscitation. Due to severe aortic regurgitation and low valve placement, a second tavr valve was placed with improved positioning, resulting in no paravalvular leak and proper leaflet function. Postoperatively, the patient developed complete heart block requiring a temporary pacemaker, followed by a permanent pacemaker insertion. On pod 4, the patient was discharged home with home health. Per the fcs, the physician suspected the severe ar/ai ''was caused by the patient's heart not pumping efficiently enough after deployment to allow thv's leaflets to close properly.'' Consequently, the medical records indicated that the patient's blood pressure did not recover as anticipated post rapid pacing and valve deployment. When blood flow through the valve is absent or significantly reduced due to low cardiac output, as evidenced by low blood pressure, the leaflets fail to close correctly, resulting in central ai/ar. Therefore, the severe central ar/ai was likely a consequence of a cardiac standstill or severely diminished cardiac output due to a stunned myocardium or conduction disturbance, not a deficiency or malfunction of an edwards device. Also, per the fcs, prior to the deployment of the second valve, ''the patient's pressure & vitals normalized and the initial valve was functioning properly.'' Therefore, the viv was performed, not to correct the severe central ai/ar, but to correct the malposition leading to moderate pvl. Per follow up, the first valve was intended to be placed 100/0 aortic/ventricular, due to the elliptical shaped annulus and lvot. Also, the team wanted to avoid the conduction system. The first valve was deployed with nominal volume. The valve was fully expanded upon deployment. The heart block is related to the malposition. The physician thought that the inflow side of the valve would have foreshortened a lot upon giving nominal volume, so he pushed the system more towards the ventricular side. He believed that the foreshortening of the valve would have put the valve in a supra-annular position (above the 100/0 position), that is the reason why he pushed the system more towards the ventricular side causing the valve to land in the 80/20 position.